Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with motion sensor test failure alarm. The customer states their levels were at 398mg/dl and tried to correct with a bolus. The customer states they corrected with manual injection. The customer's most current level was 220mg/dl. The customer states the device goers into a self-test after the alarm is cleared. Troubleshoot was conducted, the pump was determined to be ok for normal use. The customer was advised to monitor the device and call back if issues persist. The customer declined to troubleshoot for high blood glucose.